Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), a large coaptation gap, and severe tethering of the septal leaflet for triclip procedure. It was noted that the triclip steerable guide catheter was used to deliver two mitraclip clips on the tricuspid valve. Both clips were placed successful. The tr was only slightly reduced due to the dilated valve. A third mitraclip clip [cds0702-xtw lot#30803r1025] was attempted and aimed for the posterior an septal leaflet (p/s) position. The clip was unable to grasp both leaflets due to the large coaptation gap and massive tension on the leaflets. The tr was not significantly reduced at this location. The third clip was relocated commissural p/s. It was noted that imaging was challenging. The clip was positioned quite p/s commissural where visualization is not easy, the 2 implanted clips created shadowing, and due to the duration of the procedure the echocardiogram probe was quite warm. After release of this third clip, it was immediately noticed that a single leaflet device attachment (slda) occurred. The clip was still attached to the lateral posterior leaflet, and detached from the septal. The tr was reduced to grade 4+. The patient is being considered for a non-abbott transcatheter bicaval valve, which was discussed prior to the slda. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated the reported image resolution poor was related to patient and procedural conditions as imaging was reported to be very challenging due to the location of where the clip was positioned and shadowing from the two implanted clips. Slda associated with the clip detaching from the septal leaflet and difficult or delayed positioning associated with difficulty grasping the leaflets appear to be due to the patient conditions (large coaptation gap, severe tethering of the leaflets and tension on the leaflets) and therefore, related to off-label use. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tr. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated the reported image resolution poor was related to patient and procedural conditions as imaging was reported to be very challenging due to the location of where the clip was positioned and shadowing from the two implanted clips. Slda associated with the clip detaching from the septal leaflet appears to be due to the patient conditions (large coaptation gap, severe tethering of the leaflets and tension on the leaflets) and therefore, related to off-label use. Difficult or delayed positioning associated with difficulty grasping the leaflets is related to patient conditions and due to large coaptation gap and tension on the leaflets. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve (tv) to tr. It should be noted that the mitraclip instructions for use (IFU) states, "the mitraclip g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated the reported image resolution poor was related to patient and procedural conditions as imaging was reported to be very challenging due to the location of where the clip was positioned and shadowing from the two implanted clips. Slda associated with the clip detaching from the septal leaflet appears to be due to the patient conditions (large coaptation gap, severe tethering of the leaflets and tension on the leaflets). Difficult or delayed positioning associated with difficulty grasping the leaflets is related to patient conditions and due to large coaptation gap and tension on the leaflets. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tr. There is no indication of a product issue with respect to manufacture, design or labeling.